Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial basement membrane dystrophy (ebmd) in both eyes (ou) post treatment. The surgery center noted the ebmd was discovered during treatment and the left eye (os) had less than the right eye(od), however the od is central and the patient is having vision issues. The patient is taking oral steroid (muro), eye drops, artificial tears, and bandage contact lens was placed and seems no improvement. The patient¿s comments were of frustration on blurred vision on the right eye and is taking the eye drops as directed. The patient reported the event is lasting and disabling, significantly interfering with daily activities. At this time, the patient is being managed. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.00 x -1.00 x 85; left eye pre-op 20/20 -2.75 x -1.50 x 80. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90; left eye post-op 20/25 .00 x .00 x 90. This report is for the excimer laser equipment. A separate report will be submitted for the femto equipment.